Manufacturer narrative:
(B)(4).

Event description:
The customer reports the spring guide wire was damaged/bent in the package.

Event description:
The customer reports the spring guide wire was damaged/bent in the package.

Manufacturer narrative:
(B)(4). The customer returned one swg and catheter in the guard for investigation. The returned assembly was visually examined with and without magnification. Visual examination revealed two kinks in the guard. Upon removing the guard from the assembly, there are four kinks on the swg , two of which are located at the corresponding bends in the guard. Microscopic examination of the wire was performed, and the coils appeared slightly closer; however, they were not offset or unraveled. The distal and proximal welds were present and appeared to be full and spherical. The returned swg had two major kinks at 215mm and 324mm from the proximal end. Minor kinks were also observed at 261mm and 301mm from the proximal ends. The length and outer diameter of the guide wire were measured and were found to be within specification. A device history record review was performed and no relevant findings to suggest a manufacturing issue. The reported complaint that the guide wire was kinked was confirmed through visual inspection of the returned sample. The returned guide wire contained four kinks (two major and two minor) towards the distal end. The protective tube was returned with the assembly, and two kinks were observed, both of which corresponded with the two major kinks on the guide wire. Dimensional inspection and a device history record review were performed and revealed no evidence to suggest a manufacturing related cause. An eco-044048 was implemented to add "do not bend" to the lidstock. This eco was completed 12apr2017, before the label inspection date of 24oct2017. Based on the information and sample provided, the probable cause of this issue is shipping and handling related. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Investigation conclusion information corrected to: the reported complaint that the guide wire was kinked was confirmed through visual inspection of the returned sample. The returned guide wire contained four kinks (two major and two minor) towards the distal end. The protective tube was returned with the assembly, and two kinks were observed, both of which corresponded with the two major kinks on the guide wire. Dimensional inspection and a device history record review were performed and revealed no evidence to suggest a manufacturing related cause. Eco-044050 was implemented to add "do not bend" to the lidstock. This eco was completed 24apr2017, before the label inspection date of 24oct2017. Based on the information and sample provided, the probable cause of this issue is shipping and handling related. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the spring guide wire was damaged/bent in the package.